Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
The healthcare provider reported that the pump stalled and recovered over 6 days. The patient's pump was being used to deliver dilaudid and clonidine. The returned event logs indicated that the first stall started on 2015 (B)(6) at 19:37 and recovered at 23:42 the same day. Another stall occurred on 2015 (B)(6) at 15:40 and recovered on 2015 (B)(6) at 12:13. Another stall occurred on 2015 (B)(6) at 09:09, the "stopped pump period may exceed tube set" message occurred 48 hours later, and the stall recovered on 2015 (B)(6) at 08:52. The most recent stall recorded in the returned event logs occurred on 2015 (B)(6) at 05:46 and had not recovered as 15:01 when the pump had been examined. The patient had been hearing the alarm "off and on" the past few days. The patient felt a significant increase in pain and felt anxious and nauseated the past few days intermittently. The patient arrived at the clinic at 15:00 on 2015 (B)(6) and, after the pump was interrogated, the pump was replaced at 18:00. The issue was noted to be resolved as of the time of the report on 2015 (B)(6). The patient outcome was not reported. If additional information is received a supplemental report will be submitted. Relevant history: spinal pain.

Manufacturer narrative:
Device evaluated?: analysis of the pump found a gear train anomaly due to corrosion and/or wear and/pr lubrication as well as stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applicable and replaced. Result code no longer applicable.